Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device received with unexpected failed battery test alarms, power loss alarms, and power error alarms due to j6 connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received replace battery now alarm, power loss, battery failed, power error detected. Customer's blood glucose level was unknown. Customer did not receive a low battery alert prior to the replace battery now alarm which was then resolved and customer did not get the alarm. Customer was assisted with troubleshooting and customer did not receive battery failed alarm. The insulin pump will not be returned for analysis.